Event description:
Affiliate reported that the valve did not work correctly on the virtual off position, as it drained csf under 400mmh2o pressure. (Virtual off position). No actions were taken as the surgeon only wanted the case to be registered.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4) 2014, additional information explained that the valve was not explanted, and the doctor added a siphonguard device, distal to the valve. The adverse consequences could result in an overdrainage of csf, that could result in a subdural haematoma, and some similar consequences.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.